Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was in the range of 300-399 mg/dl. The customer also reported a blood glucose of "high" although specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.